Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an error message with the adc device. Customer received a "replace sensor" message on day 8 of sensor wear and was unable to obtain readings. As a result, customer experienced loss of consciousness. The customer was able to self-treat with an unspecified treatment once consciousness was regained. No further adverse effects were reported.

Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed on the sensor patch. The data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). No failure modes were observed with the sensor plug upon visual inspection. The returned sensor was further investigated and de-cased. A visual inspection of a de-cased sensor revealed corrosion due to liquid ingress on the pcba (printed circuit board assembly) was observed. The returned battery was measured and was found to be outside the specifications. This issue is confirmed to liquid ingress. All pertinent information available to abbott diabetes care has been submitted. Additional information: d4 - unique identifier (UDI) #(B)(4).

Event description:
The customer reported an error message with the adc device. Customer received a "replace sensor" message on day 8 of sensor wear and was unable to obtain readings. As a result, customer experienced loss of consciousness. The customer was able to self-treat with an unspecified treatment once consciousness was regained. No further adverse effects were reported.